Event description:
The manufacturer received information alleging low purity at 38%; flow control is cracked; covers have melted on an everflo device. The issue was duplicated and traced to a faulty sieve assembly causing low purity. The compressor specifications of 13 lpm @ 20 psi are also faulty, contributing to low purity and alarms. Additionally, defective adhesive on the foam above the exhaust port caused the foam to fall and block the outlet, leading to the covers melting. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.